Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s son had informed the rep on 12/19/2018 that their mother¿s right dbs system had been turned off for years and there had been problems with it. They did not have any details or any additional information. It was stated that the implant had remained implanted but was out of service. There were no further complications reported.

Manufacturer narrative:
Product ID 3387s-40, lot# va08kln, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# v233444, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated that the cause of the right side dbs system was because lead's placement was not accurate and there was some bleeding during the stage 1. No interventions have been taken to resolve the issue, however they decided to leave it implanted but turn it off. The issue has not been resolved at the time of the report.